Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia bgl was more than 400 mg/dl [hyperglycaemia]. Pen didn't inject insulin [device failure]. Piston rod didn't move [device malfunction]. High blood pressure [hypertension]. Needle left attached to pen between injections [product storage error]. Patient used dialing clicks [wrong technique in device usage process]. Needle was reused for 3/4 injections [multiple use of single-use product]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycemia bgl was more than 400 mg/dl(hyperglycemia)" with an unspecified onset date, "pen didn't inject insulin(device failure)" with an unspecified onset date, "piston rod didn't move(device component malfunction)" with an unspecified onset date, "high blood pressure(blood pressure high)" with an unspecified onset date, "needle left attached to pen between injections(device stored with needle attached)" with an unspecified onset date, "patient used dialing clicks(wrong technique in device usage process)" with an unspecified onset date, "needle was reused for 3/4 injections (needle reusage)" with an unspecified onset date, and concerned a elderly female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 30 iu, qd (20u on the morning and 10u on night), subcutaneous) from unknown start date for "product used for unknown indication", patient's height: 160 cm. Patient's weight: 95 kg. Patient's bmi: 37.109375. Dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes mellitus (type and duration not reported), hypertension historical condition: clot, tinnitus. Concomitant products included - nebilet(nebivolol hydrochloride) tablet ongoing, glucophage(metformin hydrochloride) tablet ongoing. Patient was using novopen from 1 year. On an unknown date patient didn't take the dose as the pen didn't inject insulin which resulted in health problem and life-threatening situation to hyperglycemia (from 10 days) with blood glucose level more than 400 mg/dl which led near to enter the symptoms of coma. Patient also suffered high blood pressure (181 mm/hg) when not taking insulin from 10 days. The event started 10 days before the date of follow up on (B)(6) 2022 and completely recovered 3-4 days before that date. No treatment received for high blood pressure and hyperglycaemia except the injection of the insulin dose normally after solving the pen's problem as once bgl elevated the blood pressure elevated too and the reverse was true. Reporter thought that the patient took the dose, but it was found that patient didn't took the dose and the patient was taking the insulin by syringe and said patient had other 2 pens novopen 4 that have the same problems. During the evet, only 1 novopen 4 was used. Pen training was offered and during it she was asked to pull the piston rod manually and adjust the dose counter to 60u and press the dose button, she said that the piston rod moved normally then after adding a pen fill without needle and made sure that the piston rod touch the penfill back by adjusting the dose counter on 60 u and pressing the dose button without needle and the counter stopped on 0 u so she was informed repeat the same step and press the dose button and she informed that the piston rod didn't move and there was space between the piston rod and penfill. The patient returned the piston rod to the mechanical part by hand hence separating the mechanical part from the cartridge holder and pull the piston rod manually and not return it by hand and put penfill. Patient was informed to change the needle with every injection. Patient used nonspecific needle and reused for 3/4 injections and needle was left attached to pen between injections. Patient could not confirm if there was needed force during injection differ from normal adding that only the dose counter was rotated back to zero without injection. On an unknown date, patient used dialing clicks and dose screen to estimate the dose. Cartridge holder did not detach from the pen body. Needle was attached to the pen in a 180 degree angle. During the event, insulin was kept in refrigerator and later, it was kept at room temp. Patient could not read the done tests. There was no recent changes in diet or exercise. No recent episodes of hyperglycaemia after last recovery. It was reported that for the second pen also training was offered and during it, patient was asked to pull the piston rod manually and to adjust the dose counter to 60u and press the dose button, the mechanical part and the piston rod moved normally after adjusting, then after adding a new penfill, it was made sure that the piston rod touch the penfill back by adjusting the dose counter on 60 u and pressing the dose button without needle and the counter stopped on 38 u, patient was asked to return the counter back to zero adjusting the dose counter 04 u and a new needle was added, when the pen was pressed the pen inject the insulin normally. Patient used glucophage earlier and after this event and after existing from hospital, patient used the nn insulin (non specified). Batch numbers: novopen 4: lvg4f70. Mixtard 30 hm penfill: mr7cd40, mr7cd40. Action taken to novopen 4 was reported as other. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia bgl was more than 400 mg/dl(hyperglycemia)" was recovered. The outcome for the event "pen didn't inject insulin(device failure)" was not reported. The outcome for the event "piston rod didn't move(device component malfunction)" was not reported. The outcome for the event "high blood pressure(blood pressure high)" was recovered. The outcome for the event "needle left attached to pen between injections(device stored with needle attached)" was not reported. The outcome for the event "patient used dialing clicks(wrong technique in device usage process)" was not reported. The outcome for the event "needle was reused for 3/4 injections (needle reusage)" was not reported. Preliminary manufacturer's comment: 02-dec-2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached. Product handling error such as needle reusage and storing the device with needle attached between injections can affect the functionality of device. Company comment: hyperglycaemia is assessed as listed event; hypertension is assessed as unlisted event according to the novo nordisk current ccds in mixtard 30 hm penfill. Patient's underlying medical condition of hypertension and increased body mass index are significant confounding factors for development of high blood pressure. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. Additional dosage regimens: suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. Exp. Date #1 mixtard 30 hm penfill regimen # 2 60 iu, qd (40u in the morning and 20 u at the night), subcutaneous mr7cd40 06/--/2024.

Event description:
Case description: investigational result: name: novopen 4, batch number: lvg4f70 the product was not returned for examination. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: mr7cd40 the product was not returned for examination. Since last submission the case has been updated with the following imdrf codes were updated investigational result updated narrative updated with relevant information final manufacturer's comment: 13-jan-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. However, product handling error such as needle reusage and storing the device with needle attached between injections can affect the functionality of device. Company comment: hyperglycaemia is assessed as listed event; hypertension is assessed as unlisted event according to the novo nordisk current ccds in mixtard 30 hm penfill. Patient's elderly age group, underlying medical condition of hypertension and increased body mass index are significant confounding factors for development of high blood pressure. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. H3 continued: evaluation summary name: novopen 4, batch number: lvg4f70 the product was not returned for examination. If possible, please forward the reported product(s) for further investigations.